Event description:
It was reported that the right ventricular lead was possibly fractured and high impedance was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : a 5554-53 lead, implanted (B)(6) 2002. A 4193-78 lead, implanted (B)(6) 2002. (B)(4).